Event description:
It was reported that an aloka finger probe was damaged after a completed cycle in the sterrad 200 sterilizer. The damage was described as "'appears to have melted'. The probe was packaged in an aptimax tray and kemguard during processing. It is unknown where the device was positioned in the chamber. The probe was less than a month old and there was no reported injury due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and system hazard use misuse analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 200 did not constitute a significant trend. (B)(4). There were no parts returned for investigation of the report of damage to customer device associated to the sterrad 200. Photos were received and forwarded to the mdm (medical device manufacturer). The mdm stated that the device damage is likely due to high temperature processing relating to an autoclave and not the low temperature sterrad 200. The device is confirmed to be processed in the sterrad 200. It is unknown if the probe was touching the sterrad 200 walls, doors, or electrodes.

Manufacturer narrative:
Concomitant device: aloka finger probe - model # neu193/001, (B)(4). (B)(4) no code available: damaged device. The sterrad 100s' user's guide warns: know what you can process: before processing any item in the sterrad 100s sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The sterrad 100nx' sterility guide does not list aloka finger probe as a compatible device with the sterrad nx'. The customer was advised to contact the device manufacturer and inform them of the damage to the device.